Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator service required alarm occurred while in patient use. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not duplicated by operational checking. However, after final test was performed, ventilator service required alarm occurred indicating operational failure in the speaker as the corresponding alarm. Since operational checking performed verified that the speaker sounded, the cause was determined to be a failure in the circuit which detects the speaker sounding. Therefore, system board was replaced. Additionally, not related to the issue, an error code indicating operational failure in the lower side cooling fan was remaining in the log. Therefore, the cooling fan assembly was replaced to prevent recurrence. The system board was evaluated by the manufacturer's product investigation laboratory (pil) and found the system board functioned as designed and operated without issue or error codes.

Event description:
The manufacturer received information alleging a ventilator service required alarm occurred while in patient use. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not duplicated by operational checking. However, after final test was performed, ventilator service required alarm occurred indicating operational failure in the speaker as the corresponding alarm. Since operational checking performed verified that the speaker sounded, the cause was determined to be a failure in the circuit which detects the speaker sounding. Therefore, system board was replaced. Additionally, not related to the issue, an error code indicating operational failure in the lower side cooling fan was remaining in the log. Therefore, the cooling fan assembly was replaced to prevent recurrence.